Manufacturer narrative:
Follow-up # 1 date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/13/2016 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. The black box showed one unexplained pump reboot event following a battery and cartridge change on (B)(6) 2016. The pump was able to power on with the returned battery cap even though the cap was unable to fully tighten onto the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specifications. During visual inspection of the pump, it was observed that the battery compartment was cracked. The investigation was unable to duplicate the original ¿battery life¿ complaint. The pump¿s cover was removed and there was no evidence of moisture or loose components inside pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. Reportedly, the pump had a battery life issue, there was a crack on the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.